Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2017. The customer's blood glucose was 520 mg/dl at the time of admission. The customer did not recall any significant events leading to the hospitalization. The customer was treated with an IV drip and was prescribed a back-up plan as a result of the hospitalization. The customer was disconnected from the insulin pump for less than 48 hours prior to being hospitalized. Troubleshooting did not find any issues with the insulin pump. The customer's blood glucose was 118 mg/dl at the time of the call. The customer was using insulin pens to treat their blood glucose. The insulin pump will not be returned for analysis.